Manufacturer narrative:
The reported issue was inconclusive. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the foley had a restricted flow. The customer stated the patient complained of being uncomfortable and the nurses manipulated the foley, then a large amount of urine flowed from the bladder to the bag.